Event description:
A surgical revision was required to address "autoinflation". A "fluid adjustment was made". The connector(s) only were removed and replaced to facilitate the modification.

Manufacturer narrative:
Per the available information, this device was implanted on 9/14/95 and revised on 8/28/96. This revision occurred due to a reported autoinflation. The entire device was not explanted. Instead, a piece of tubing, a connector, and 20 cc of fluid were removed according to a returned questionnaire: the patient was concerned about autoinflation two months after implantation, the patient used the device prior to 12-1-96, the cylinders were left deflated at implant; there was no fluid loss from the device, the device was not filled over the suggested volume, and there were no circumstances in the patient's history which could have contributed to this occurrence. Qa was unsuccessful in securing the explanted components for evaluation. Since examination of the components can not conclusively prove or disprove the autoinflation, qa will accept the physician's observation of autoinflation as the reason for removal. In the operative notes the physician noted that after the fluid adjustment, "the prosthesis was then deflated and observed for approximately four minutes with no evidence of any autoinflation." Thus, qa concludes that the device fucntion was not a cause for the reported autoinflation.